Event description:
It was reported the battery voltage was 2.88 volts at last check and the voltage was now 2.61 volts. There had been some variability and the remaining longevity was questioned. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and showed low telemetered battery voltage. The battery voltage under telemetry was 2.61v, and the daily measurement taken the same day was 2.97v. Event assessment has determined that report of potential malfunction may result in unnecessary explant.